Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation updated field d8, h2, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the complaint could not be confirmed. A definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from he customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic, hysteroscopic resection of fibroid under general anesthesia. The bipolar electrode broke off within the uterine cavity and was retrieved by polyp forceps. The procedure was completed with a different electrode of the same model with a delay of less than 30 minutes. There were no reports of patient harm.